Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens, refractive surprise, is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced refractive surprise. The lens was exchanged with a same length but different power lens. This resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, in liquid. Visual inspection found the lens optic and haptic broken. Dimensional/functional inspection could not be performed due to significant lens damage. Claim#: (B)(4).